Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced an early sensor expiration error which occurred 1 day after the sensor had been inserted in the abdomen. It was reported that on the day of the event, the patient had already lost consciousness when it was noted by the father that the patient was not having cgm (continuous glucose monitor) readings because of an error stating the sensor expired. An ambulance was immediately called, and the patient was brought to the hospital and admitted into the ICU (intensive care unit). She received treatment with insulin (route unknown) and other medication that they could not remember. At an unknown point, a fingerstick would have been done according to the patient, but she did not remember any blood glucose readings. It was stated that the patient was discharged 4 days after the event date. At the time of the report, the patient was okay. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.